Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Imc logs were available but were irrelevant to this complaint as the clinical staff reported that the consoles purge retainer had snapped off. The console was returned and tested after arriving. Upon examining the automated impella controller (aic) for any visible defects, it was evident that the purge retainer was broken. The root cause of this issue was a broken purge retainer.

Event description:
The user facility reported that during the use of the automated impella controller (aic) on a patient of unknown age and gender, the purge disc clip snapped off. As a result of the noted damage, a second aic was utilized for support. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.